Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine haemorrhage ("abnormal uterine bleeding"), haemorrhagic ovarian cyst ("hemorrhagic ovarian cyst"), noninfective oophoritis ("inflamed ovaries") and urinary bladder suspension ("surgery(other)- type of surgery: bladder sling procedure") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy, head injury, motor vehicle accident in 1997, gravida ii, parity 2, laparoscopy, hysteroscopy, uterine dilation and curettage and ovarian cystectomy. Concurrent conditions included body mass index normal, nerve injury, metrorrhagia, uterine suspension, endometrial curettage, blurring of vision, anxiety disorder, somatoform disorder, urinary incontinence, hormonal imbalance and pelvic adhesions. Concomitant products included ibuprofen since 2006 and sumatriptan (imitrex). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), haemorrhagic ovarian cyst (seriousness criterion medically significant), noninfective oophoritis (seriousness criterion medically significant), flank pain ("severe flank pain"), abdominal pain ("severe abdominal pain"), vaginal discharge ("abnormal discharge"), dysmenorrhoea ("menstrual pain"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), procedural pain ("painful post-operative recovery"), hormone level abnormal ("hormonal changes describe: hormone imbalance"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), emotional disorder ("psychological or psychiatric problems condition: emotional"), agitation ("psychological or psychiatric problems condition:agitation,"), rash ("rashes or skin conditions type: rash"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), palpitations ("blood or heart disorder/condition type: heart palpitations"), nausea ("nausea"), pain in extremity ("leg pain"), weight increased ("weight gain"), abdominal pain lower ("cramping"), urinary bladder suspension (seriousness criterion medically significant), pelvic adhesions ("other injury(ies) or complication(s)please describe: pelvic adhesions"), back pain ("back pain") and mood swings ("psychological or psychiatric problems condition: mood swings"). The patient was treated with surgery (underwent laparoscopic assisted hysterectomy and bilateral salpingo-oophorectomy to remove essure, ablation, ovarian cystectomy and bilateral ovarian cystectomies) . Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, flank pain, dyspareunia, vaginal haemorrhage, emotional disorder, agitation, palpitations, nausea, pain in extremity, abdominal pain lower, back pain and mood swings had resolved, the menorrhagia, haemorrhagic ovarian cyst, hormone level abnormal, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, headache, weight increased, urinary bladder suspension and pelvic adhesions outcome was unknown, the uterine haemorrhage, noninfective oophoritis, abdominal pain, vaginal discharge, dysmenorrhoea, fatigue and procedural pain was resolving and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, agitation, back pain, bladder disorder, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, flank pain, haemorrhagic ovarian cyst, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, noninfective oophoritis, pain in extremity, palpitations, pelvic adhesions, pelvic pain, procedural pain, rash, urinary bladder suspension, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes pregnancy test: negative. On (B)(6) 2009, hysterosalpingogram test showed, ensure no patency of fallopian tubes. Satisfactory position of the essure devices. The fallopian tubes are occluded ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming event : migraine, pelvic pain, abdominal pain, dysmenorrhoea, vaginal discharge, menorrhagia, back pain, dyspareunia, abnormal uterine bleeding, fatigue". Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events: hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, mood swings, agitation, rash, bladder disorder, urinary tract disorder, migraine, headache, palpitations, nausea, haemorrhagic ovarian cyst, urinary bladder suspension, back pain, abdominal pain lower, pain in extremity, pelvic adhesions, emotional disorder were added. Previously reported event ¿pain, dyspareunia, migraine¿ outcome updated. Concomitant medication added. On 1-mar-2018: medical record received - fu 1 and fu 2 proceed together. New reporter were added. Historical and concomitant conditions were added. Lab data was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and noninfective oophoritis ("inflamed ovaries") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), noninfective oophoritis (seriousness criterion medically significant), flank pain ("severe flank pain"), abdominal pain ("severe abdominal pain"), vaginal discharge ("abnormal discharge"), dysmenorrhoea ("menstrual pain"), fatigue ("fatigue"), dyspareunia ("dyspareunia") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent laparoscopic assisted hysterectomy and bilateral salpingo-oophorectomy to remove essure). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, uterine haemorrhage, noninfective oophoritis, flank pain, abdominal pain, vaginal discharge, dysmenorrhoea, fatigue, dyspareunia and procedural pain was resolving. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, flank pain, noninfective oophoritis, pelvic pain, procedural pain, uterine haemorrhage and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.